Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring screw loose. The grip ring screw was found raised above the grip ring inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open and close. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the vessel sealer extend (vse) did not work at all during the procedure, but they were able to open and close the jaws of the instrument at the beginning. The customer stated they were able to use the instrument for two hours and the issue did not occur after a fault. The target tissue was the stomach. The jaws were not stuck on tissue when the issue occurred. When attached to the arm it opened and closed without any issues, but when the customer removed it for cleaning it would not open even when the customer slid the grip release slider.